Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. A hole was observed in the top housing. Damages were observed to the ratchet gear, pod chassis, spring latch, and hook talons that lined up with this hole, indicating these damages occurred post use. The download data showed that an 0x5c alarm had been generated by the pod. Timeouts occurred in tandem with the rotational sensor failing to transition as expected, indicating that a complete drive stall occurred. The 0x5c alarm prevented the pod from completing activation, however, due to the post use damage it could not be conclusively determined when the needle mechanism deployed or if the drive stall prevented the firing flat of the ratchet gear from lining up with the release bar and an exact cause of the drive stall that caused the 0x5c alarm could not be determined.

Manufacturer narrative:
The device has been returned/received to date we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.